Event description:
Dr called customer service dept saying ulcers appeared on pts right eye on 2-20 or 2-27. Dr not sure about the exact date. The ulcers appeared on both eyes on march 12, 1999. Dr was not sure of dispence date, she assumes the lenses where dispensed the first week in jan 1999. Spoke with dr, she reports that she referred the pt to an ophthalmologist in new york city. She would give no further info. She did say that pt was on a business trip and would be in for a follow up. Dr will call me when she see's the pt again-3-25-99. Dr says pt gave the lanses to the ophthalmologist. The ophthalmologist was possibly going to do a "culture" on the lenses therefore will not be returned for evaluation. Dr is concerned about the credit she has coming for the thron unopened lenses. Co asked her to return the lenses for credit.